Event description:
It was reported that pump screen stayed dark and would not turn on, and that button was extremely difficult to press and required multiple presses to activate pump screen. There was no reported impact to the customer¿s blood glucose level. Customer removed pump from case, followed button troubleshooting steps, and eventually got display to turn on but still had difficulty with button; customer planned to use multiple daily injections as backup therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place old pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using prepaid label.